Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a recurrent ventral incisional hernia. It was reported that after implant, the patient experienced recurrence, adhesions, and mesh had multiple folds. Post-operative patient treatment included revision surgery, exploratory laparotomy, resection of small bowel with anastomosis, removal of prior mesh, extensive adhesiolysis, abdominal wall myofascial advancement, and repair of hernia with porcine dermal bio prosthesis.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a recurrent ventral incisional hernia. It was reported that after implant, the patient experienced recurrence, adhesions, mesh had multiple folds, pain, nausea, vomiting, and scar tissue. Post-operative patient treatment included revision surgery, exploratory laparotomy, resection of small bowel with anastomosis, removal of prior mesh, extensive adhesiolysis, excision of excess skin and redundant subcutaneous tissue, abdominal wall myofascial advancement, and repair of hernia with porcine dermal bio prosthesis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a hernia repair with mesh. The patient had a revision surgery approximately 1 year and 9 months post op. The patient had an incarcerated incisional hernia. The mesh was excised. The patient had adhesions and the mesh hadmultiple folds.